Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 90mm diameter abdominal aortic aneurysm. It was reported that on 4 year follow up CT, a type ia endoleak was identified. Per the physician, the cause of the event is anatomy related, due to disease progression in the aortic neck. No additional clinical sequelae were reported, and the patient will be monitored.